Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
It was reported that the ventilator had an intermittent alarm light emitting diode (led) failed. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the power switch overlay. The customer reported that the power switch overlay was replaced and the issue was resolved.